Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity; tones were also reported. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.